Event description:
Additional information received reported that the resistance was in the distal end of the catheter. Continuous saline flush was administered and maintained as indicated in the IFU.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #817659528:¿ equipment used: vis (m-78210), 203cm ruler (m-83361) ¿ as found condition: the solitaire x device was returned for analysis within a shipping box and a plastic bio-pouch. ¿ damage location details: no bends or kinks were found with the solitaire x pusher. The stent was found still attached to the pusher. The stent¿s non-working and working length struts were found damaged (bent). ¿ testing/analysis: none ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿resistance during report¿ report could not be confirmed. The catheter used in the event was not returned and an analysis could not be performed. Possible causes of ¿resistance¿ include using an incompatible catheter, catheter damage, patient vessel tortuosity, or not maintaining a continuous flush. In this event, it is likely that the patient¿s ¿extremely narrow¿ vessel contributed to the reported event. However, the cause of the resistance could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire stent was damaged during the procedure. The patient was undergoing surgery for treatment of an ischemic stroke of the right distal internal carotid artery (ica) and m1. The mrs baseline was 0, nihss baseline was 15, and tici score post procedure was 2b. IV tpa was contraindicated. There was 1 pass with the device. It was noted the patient's vessel tortuosity was moderate. Stroke onset to reperfusion time was 6.5 hours. It was reported that during the thrombectomy procedure, the thrombus was located at the distal ica-m1. The doctor deployed a solitaire 4-20 at the m1 location. However, the anterior curve of the m1 segment was extremely narrow, resembling an intracranial atherosclerotic disease (icad) condition. This caused the solitaire device to deform upon retrieval, rendering it unusable for further attempts. Despite this, the ica-m1 was successfully recanalized. The remaining thrombus in the m2 segment was eventually cleared using a new solitaire 4-20. It was noted that resistance was encountered. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event. Ancillary devices include a sofia plus.